Event description:
It was reported to philips that flexvision computer was unable to start, which can prevent the system from booting. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips engineer went onsite and confirmed that the flexvision pc did not start after power on. The review of system log file shows issues related to flexvision pc. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc, and reloading its software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.